Event description:
It was reported that the patient presented to the clinic after receiving therapy. Interrogation showed low hv lead impedance. The ICD and lead were replaced. The patient remained in ICU for monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis identified an arc mark on the ICD. Lead material was present in the arc site. Low voltage device functions were normal, however, there was damage to the hv output circuit due to arcing between the hv conductor and the ICD can during therapy.